Event description:
The customer observed falsely depressed total bilirubin results generated on the architect c8000 processing module for one sample. The following results were provided: (customer provided reference range 0.2 -1.2 mg/dl). (B)(6) 2024 sid (B)(6) initial result = <1 mg/dl, repeat result = 2.8 mg/dl, patient history from yesterday = 2.5 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the architect c8000 processing module and replaced the dirty cc cuvette dry tip and the part replacement resolved the issue. No additional discrepant results were reported since the part was replaced. Data and information provided by the customer were reviewed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c8000 processing module did not identify any similar issues as described in this ticket. Additionally review of complaint and trending data associated with the cc cuvette dry tip did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed total bilirubin results generated on the architect c8000 processing module for one sample. The following results were provided: (customer provided reference range 0.2 -1.2 mg/dl). On (B)(6) 2024, sid (B)(6), initial result = <1 mg/dl, repeat result = 2.8 mg/dl, patient history from yesterday = 2.5 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.